Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient, who is also a healthcare professional reported self-injecting in the malar area/zygomatic arch with half a syringe of juvéderm® voluma¿ with lidocaine. Three weeks later, the patient experienced ¿edema ¿ systemic symptoms¿ and ¿manifested intestinal discomfort (not device related),¿ leading to an ¿inflammatory reaction.¿ the healthcare professional self-treated with corticosteroids. Event is ongoing.